Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined, as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the periprosthetic fracture reported was likely the result of the patient's fall.

Event description:
Periprosthetic fracture of right hip due to fall. This event report was received through clinical data collection activities.